Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting and there were no patient extension lines in use. The patient line did not separate from the transfer set. The patient did not press go prior to initiating therapy. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. The set was not being reused, and the patient did not have pets that could cause damage to the supplies. There was no damage noted on the overpouch or carton in which the supplies were delivered. No sharp objects were used to open the carton or overpouch. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated that there was fluid leaking from a hole in her transfer set. The technical service representative (tsr) had the hp press stop and take a clamp and clamp off transfer set tubing until the hp could see his registered nurse (rn) at the clinic. The hp capped off and ended therapy. The hp was still full. The tsr referred the hp to call his rn. The hp that she would call her rn in the morning. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.